Manufacturer narrative:
(B)(4). Date sent: 12/18/2023 d4: batch # 455c39 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned a slight damage on the nozzle and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 455c39, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: the silver frame that seems to have detached from the second reload when it was being removed from the channel. The silver frame remained inside of the channel without staff realizing. Upon trying to place a new reload, the reload would not insert due to this.

Event description:
It was reported that during the unknown procedure after the second firing, the tech was unable to reload the ech45s with a new reload. The reload would not go into the channel and was unable to be loaded. The stapler was replaced with a new ech45s and the case was completed without issue. The procedure was completed successfully. No patient consequences.